Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Visual inspection reveled that the device do not show structural anomalies in the handle as well as the shaft. The suture and the threader assembly are not shown in the photo. Also, the anchor tip is broken. A manufacturing record evaluation was performed for the finished device 108l702 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo provided, this complaint can be confirmed. A possible root cause can be attributed to a procedural variables, such handling of the device or product interaction during procedure; the sutures could have gotten stuck in the anchor and when pulling the threader assembly caused the anchor to broke, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in japan that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the tip on the 4.75mm healix advance knotless br anchor device was easily broken when the surgeon tried to pull the sutures out. According to the report, the event occurred before insertion; and therefore, there were no broken pieces in the patient¿s body. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j employee. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.